Event description:
It was reported that a home patient observed a leak in their transfer set. This occurred during fill four of four of peritoneal dialysis therapy. The patient was connected to the setup at the time of the observed leak. During troubleshooting, there was nothing unusual noted with the supplies or the setup that could have caused or contributed to the reported leak. The technical service representative assisted the patient with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable transfer set was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.